Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experiencing nasal/throat irritation or soreness, cold symptoms and coughing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination in the air inlet, blower and blower box, dark contamination appearing consistent with keratin contamination. The manufacturer also found evidence of insect contamination was observed on the interior of the device enclosure, and air inlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found no error logged. The manufacturer concludes there was multiple evidence of contamination from the device. The manufacturer found no evidence of sound abatement foam degradation/breakdown.